Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 314.742, lot: h627487, supplier lot: h627487, supplier: (B)(4), release to warehouse date: october 31, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the ria driveshaft l360 was received at us customer quality (cq). Upon visual inspection, the distal tip of the drive shaft was observed to broken. No other issues were observed with the returned device. Dimensional inspection: measured dimensions: shaft od = conforming document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the complaint device was received with the tip of its drive shaft being broken. Although no definitive root cause could be determined based on the provided information, it is likely the device encountered unintended forces during the usage. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j employee. The subject device is received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the device was received as blind unit. However, it couldn¿t be associated with a complaint or any other existing record. This report is for one (1) drive shaft-minimum 360mm length-for use with ria. This is report 1 of 1 for complaint (B)(4).